Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating/limited mobility, and large amounts of toxic cobalt chromium and particles to be released into the plaintiff's blood, tissue, and bone. Update: 5/7/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 04 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf has no new allegations reported. There is no report of revision. The law firm name, associated contact, manufacturing date, patient initials and patient harm were updated. Added the expiration date and UDI. An impacted product record for the stem was added due to the alleged of toxic cobalt-chromium (B)(4):lph/k001991). Doi: jan 20, 2005 : dor: not reported (right hip) this pc is linked to (B)(4).